Event description:
Device malfunction: unk. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, after clip deployment hemostasis was not achieved. It was noted that "the mechanism did not work properly, but could not specify what part of the mechanism was not working." Hemostasis was achieved using manual compression. There were no reported adverse pt effects. No additional info was available.

Manufacturer narrative:
The device was received. Investigation is not yet complete.